Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 73 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has cracked reservoir tube lip and missing end cap sticker.